Event description:
Spontaneous call from patient's mom concerned because cadd ms3 pump sn (B)(4) malfunctioned yesterday. First noticed blood in the tubing so replaced the tubing and site. Then pump started alarming for cartridge will not load when cartridge was in fact already in pump. Switched to back up pump. No adverse effect reported. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.